Manufacturer narrative:
The company rep found several electrical test failed code # 58 error messages on the error log. The company rep replaced the drive manifold assembly (part number 0104-00-0018). The company rep performed functional tests and leakage tests. The company rep observed the safety disk has expired and notified the customer. The unit met factory specs and was returned to the customer. (B)(4).

Event description:
The customer reported that during a routine check of the unit, the iabp generated several electrical test fails code #58 (power-up vent test failed) error messages. No pt was involved.